Event description:
Pt reported she is having with cleo sticking and also removing the adhesive and has tried at least 2 boxes. When asked if her issue is while on shower, she said no, its not even sticking to begin with. Recommended to try this: place a thin duoderm over the abdomen, create a small hole, and insert the cleo needle through that opening. That way the adhesive from the cleo will make contact with the duoderm and avoid the patient's skin. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Lot number and expiration are unknown as not reported. Reported to (B)(6). Ref report: mw5162427.